Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/14/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the patient symptoms manifestations (location, severity, appearance, systemic or local reaction): was there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify. What is the patient¿s current health status and condition? Please provide procedure date. Please provide lot number. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and mesh was used. It was reported to the sales rep that following an unspecified procedure, a mesh that had been implanted in the patient was reported to have torn. The mesh was described as defective. No patient consequences. Device is available return. Additional information was requested.